Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a broach handle fractured during surgery. A second broach handle was used and subsequently the second handle broke as well. The surgery was completed with a third handle. No pieces of the fractured instruments fell in to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices have evidence of being impacted along the instrument¿s proximal body and underside of the strike plate, possibly in an effort to dislodge the broach from the femur. These impact marks are consistent with marks typically created by extraction of the broach from the femur and do not suggest misuse. Failure analysis of broach handle strike plate weld identified the failure mode as tensile overload. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.